Event description:
Received a false negative reaction with a sample containing anti-e while performing an antibody screen on the provue analyzer. Original testing on the provue analzyer with screening cells reacted 1+. The sample was retested on the provue with panel cells and no reactivity was noted. Testing was repeated with the screening cells and this time no reactivity was noted. Testing was then repeated manually and reactivity was noted with the screening cells but not with the panel cells.